Event description:
Same case as MFR# 2134265-2009-06176. It was reported that post a drug-eluting stenting treatment procedure stent thrombosis occurred. The patient was admitted to the hospital for an abnormal stress test and was admitted again 16 days later. The results from a cardiac catheterization revealed 80% stenosis in both the circumflex (cx) and left anterior descending artery (lad). This resulted in stenting of the cx and lad with a 3.5x16mm taxus stent. Following the procedure, the patient was administered plavix for 12 months. Two years later the patient had a myocardial infarction due to in-stent thrombosis in the cx and lad at the taxus stent. Additional catheterization and stenting was performed.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.